Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from middle spike port. The leak was discovered during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 30, 2019 - may 03, 2019. H10: the actual sample was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bag was cut at the top left where the customer likely drained the contents. A functional testing was performed which revealed a leak between the spike port cap tube and the spike port bonding area. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.